Event description:
It was reported to boston scientific corporation on october 08, 2009 that a stone retrieval grasping forcep was used for a ureterorenoscopy (urs) procedure performing on (B)(6), 2009. According to the complainant, a stone retrieval grasping forcep was utilized. Please reference attached medwatch report number 3005099803-2009-05077 which documents the first device. A second stone retrieval grasping forcep was used in the procedure. The "inner sheath blocked and when you push further, it comes out at the handle." The procedure was successfully completed using another stone retrieval grasping forcep. There were no pt complications reported as a result of this event. Several attempts have been made to obtain add'l pt and event info. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).